Manufacturer narrative:
The qa lab found the returned reagent to read an average of 287 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.

Event description:
The customer opened a new carton containing 2 bottles of test strips, and he found the cap open on one of the bottles. The customer had not used the test strips, so no adverse events were alleged. The open bottle of test strips was returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.